Manufacturer narrative:
H.6. Investigation summary: unconfirmed: no sample/evidence provided.

Event description:
It was reported while using the bd ultrasafe plus¿ x100l png rfs the needle did not retract. The following information was provided by the initial reporter: per participant caregiver the needle did not retract after it was pushed in all the way.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd ultrasafe plus¿ x100l png rfs the needle did not retract. The following information was provided by the initial reporter: per participant caregiver the needle did not retract after it was pushed in all the way.